Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had blank display and off no power alert. The patient¿s blood glucose was unknown at the time of the incident. Customer stated that they did receive a low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.